Event description:
Caller alleged false positive troponin (tni) results. Results as follows: date: (B)(6) 2012, triage: 0.06, re-test: 0.07, lab (beckman access2): 0.00 ng/ml. The following cut-off was used for triage >0.05 physicians are called stat with any troponin results that are >0.05 so that they can determine if further treatment is necessary. Pt was discharged with no cardiac involvement.

Manufacturer narrative:
Investigation pending.